Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed with the receiver because it could not be determined if any error occurred on the date of event. The root cause could not be determined. Additionally, a transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5208138) being used with the receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6 )2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Educated patient's husband on range expectancy. No injury or medical intervention was reported.